Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors tip cover accessory was found to be longer than usual and prevents the scissors from opening correctly. The procedure was completed with no reported patient injury.